Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the day following implant, it was observed that the ventricular lead was capturing and sensing the atrium. Dislodgement was confirmed. The lead was re-positioned (B)(6) 2020. The patient was stable.